Event description:
Event description boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), shock impedance measurements were normal at 65-80 ohms. All other lead measurements were normal. Shock impedance measurements following induction were normal. At follow up one month later, the shock impedance measurement was greater than 125 ohms, and the threshold measurements were elevated.